Event description:
It was reported that the patient was presented remotely via merlin.net. The transmission from (B)(6) 2026 showed ventricular noise. No intervention was performed. The pacemaker and the right ventricular lead remained implanted. There were no patient consequences.

Manufacturer narrative:
Correction: the company representative should have been selected in the g2 ¿ report source field.

Event description:
It was reported that the patient was presented remotely via merlin.net. The transmission dated on (B)(6) 2026 showed that the right ventricular (rv) lead exhibited noise oversensing. No intervention was performed, and there were no patient consequences.

Manufacturer narrative:
Correction: the correct event description in section b5 should have been "it was reported that the patient was presented remotely via merlin.net. The transmission dated on (B)(6) 2026 showed that the right ventricular (rv) lead exhibited noise oversensing. No intervention was performed, and there were no patient consequences." Rather than "it was reported that the patient was presented remotely via merlin.net. The transmission from on (B)(6) 2026 showed ventricular noise. No intervention was performed. The pacemaker and the right ventricular lead remained implanted. There were no patient consequences." The correct medical device problem code should have been "over-sensing", rather than "signal artifact/noise".